Event description:
It was reported that the wire was unraveled and appeared unwound during the procedure. A new volcano pressure guidewire was used to complete the procedure. Additional info requested indicated that there was no noted damage during preparation. No patient injury was reported. The patient was discharged as expected.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this same failure mode within this lot. The device was returned and investigated in accordance with volcano policy. The wire without its corresponding connector was received. During visual and microscopic inspections, it was observed that the pressure sensor was intact. The tip coil had unwound from its coiled position. As a result, the corewire became exposed and protruding. The corewire was broken into 2 pieces. These breaks were detected at approx 0.7 cm from the distal end (broken piece was still attached to the dome and the tip coil). The other corewire break (still attached to the sensor) was approx 2.3 cm. All parts of the device were present, with no missing components. The flexible coil design facilitates shaping and provides a soft, atraumatic tip during use. The observed damage can be caused if the device is impacted, a manipulated or if excessive force is applied or the tip coil being caught in other devices. The broken corewire is likely the result of handling of the device during use; however, the root cause of the damage could not be conclusively determined. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.